Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was admitted to the hospital due to hypoglycemia on (B)(6) 2021, customer's blood glucose level at the time of hospitalization was 31 mg/dl . Customer reported low blood glucose level , the glucose level was 73 mg/dl. Customer was using the insulin pump system within 48 hours of reporting low blood glucose event. Customer also reported the insulin pump is over delivering the insulin. Customer treated low blood glucose level with food and glucose tablet. Customer also experienced insulin squirting out, the devise will be replaced. And the reservoir will be returned. Frn- unomed set.